Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10, h11 corrected fields: d5, e2, e3, g2 additional contact information: (B)(6). A getinge field service engineer (fse) tested cs300 and observed helium gauge not reflecting current reading of tank. Needle getting stuck on gauge dial, replaced pneu pressure gauge (0103-00-0418) and safety disk (0997-00-0985-01) and corrected failure. Performed pneumatic leak test and passed to specifications. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) units helium gauge inoperative. There was no patient involvement.